Event description:
It was reported that the patient experienced asystole and ventricular tachycardia that required chest compressions. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead had lead warnings for the past year. The right ventricular (rv) lead exhibited noise and a lead fracture was present. The right atrial (ra) lead exhibited high impedance. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.